Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure the sheath broke at the hub. The physician was inserting a sheath over the guardwire into the vessel. The sheath portion separated from the hub. The sheath was not fully inserted into the patient and they were able to pull it out and obtain hemostasis. Patient is reported to be fine.